Event description:
It was reported that the patient was having discomfort related to her generator and feels like it has migrated slightly. The patient reported that the generator was initially directly under the incision site and now is 1.3 inches from the incision. The plan was for the patient to have a generator revision but ended up having a replacement. The generator was returned to the manufacturer for evaluation. Product analysis is planned but has not been completed. Good faith attempt for additional information have been unsuccessful to date.

Event description:
Additional information was received that product analysis was completed on the generator. In the pa lab, the device output signal was monitored for more than (B)(4), while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 3.002 volts as measured during completion of test parameter of the final electrical test, shows a non-ifi condition. The data in the diagaccumconsumed memory locations revealed that 6.599% of the battery had been consumed. Other than the noted condition, there were no performance or any other type of adverse conditions found with the pulse generator.